Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they thought they were going to a normal implantable neurostimulator (ins) replacement today, but they were informed today that the patient was not getting relief for their tremor. They do not know when this started occurring. They know that the patient has an open circuit on 0 that the patient was programmed on initially. They have no further information as far as dates or details. The impedances and lack of relief could be related. Information regarding alligator clip was sent to the manufacturer representative (rep). (B)(6) 2020. The ins and extension were replaced. The ins was not at eri and was replaced because the patient was no longer getting relief of tremor. Initially, impedances were within normal limits. Re-interrogation showed contact 0 was greater than 3,502. The surgeon decided to replace the extension and the ins. The intra-operative impedances were within normal range repeatedly. The patient then had relief of tremor with monopolar polarity using contact 0. This information was confirmed with a physician. The rep indicated he would return the device once it was out of pathology at the hospital.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying only one ins was replaced.